Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements. The patient was being seen for the first time at this facility. The details of the lead were not available, and it was observed that the device had already been reprogrammed to vvi mode. Technical services discussed optimal programming for using rhythmid as the detection enhancement and recommended troubleshooting steps to test the integrity of the ra lead. The device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates the device remains implanted and in service. This report will be updated if additional information is received. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Available information indicates the device remains implanted and in service. This report will be updated if additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements. The patient was being seen for the first time at this facility. The details of the lead were not available, and it was observed that the device had already been reprogrammed to vvi mode. Technical services discussed optimal programming for using rhythmid as the detection enhancement and recommended troubleshooting steps to test the integrity of the ra lead. The device remains implanted and in service. No adverse patient effects were reported.